Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, radiating pain, mild cellulitis and presence of biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Patient reported having been injected with juvéderm voluma with lidocaine in the cheek and juvéderm ultra plus xc in the tear trough by a doctor. Everything was ok for the first 30 days. A few days later, the patient developed swelling at the injection sites. Patient spoke to the injecting doctor and was advised to take linezolid. The patient had also received treatments from the injecting doctor and plastic surgeon that consisted of t wysolone and linezolid. When the patient stopped taking the medication, the swelling started again. The swelling still persists with regular flaring of pain at the injection areas. Patient was reviewed by another doctor and was treated with hylase, t wysolone and t avil I, clarithromycin and ciprofloxacin. Symptoms resolved the following day. Patient reported they are continuing to have aggravated side effects day by day. Patient has persistent symptoms like radiating pain even on medication, swelling, etc. Patient had undergone treatment but to no avail. Patient has had an MRI and CT scan that have suggested mild cellulitis and maybe presence of biofilm. This is the same event and the same patient reported under MDR ID #3005113652-2018-00812 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus xc, also a device manufactured by allergan.